Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, ensuring that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues reappeared; this was acknowledged and understood by the caller.